Event description:
According to the available information, this complaint concerns an end user who tried a sample provided to him three years ago and who could not remove the catheter after emptying the bladder. He had to go to emergency, where they found that the catheter had broken, and half of it remained in the bladder. No surgery was performed, but a suction was used to remove the piece of catheter left in the bladder. The end user was hospitalized for less than 24 hours. No further information is available at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.